Manufacturer narrative:
The reported event of the returned battery was confirmed. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing; test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Additionally, the battery was unable to provide power to a controller. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit (ic) was able to reestablish communication with the ic. The battery passed functional testing once communication was reestablished. As a result, the most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A perfusionist reported that a patient came in for a routine visit and reported that one of her batteries was not registering on her controller.  Whenever this battery was connected, to either power port #1 or power port #2, she would get a "power disconnect" alarm.  This was verified by the site.  The patient denied knowing of any damage that might have occurred to the battery.  The site removed the faulty battery from service and issued the patient with a replacement.  This replacement battery was connected and powered the controller as expected.  There was no reported patient consequence associated with this event.